Event description:
It was reported that there was a difference between the expected volume and actual volume in the pump. The pump was replaced. The pump was being used for spasticity therapy; the drug was not specified. No patient symptoms were reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is complete.